Event description:
The manufacturer was contacted ds2adv auto CPAP w/hum/p-flx/cell/bt, ca the device was returned and evaluated by the service center. The internal part of the device was inspected visually and found evidence of no visible foam degradation. There was no report of patient harm or injury. The device has been scrapped and found burned pca. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The device's downloaded logs were reviewed by the service center and no error was found.